Event description:
Reporter stated that caller from facility reported that unit had underfilled a final container from station 8 and possibly station 10. This was based on the following. The caller stated that when he had finished compounding a bag, the "complete" led was illuminated. Not until he tried to compound the next bag did he realize that the solution from the source container on station 8 and possibly from station 10 were still in the weighing chamber,not in the final bag. When he tried to compound the next bag, the unit issued p-26 error code, indicating the weighing chamber was too heavy. Upon inspection, he found yellow solution in the weighing chamber, which was probably multivitamin solution from station 8 and possibly solution from station 10 which was programmed to pump after station 8. The solution in the completed final container was then inspected and found to have the color of a solution without multivitamin solution. Caller was advised not to use the unit, which will be sent to product services for evaluation. No patient involvement. F/u: qm spoke with another pharmacy technician who said she had much experience with the unit and stated she felt this issue was a user error due to inexperience and that the unit had performed well since the incident. The unit still will be sent to product services for evaluation.